Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. The patient alleges puff of smoke coming out of the device. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the due date, reporting address city, reporting address state missed to capture. In this report the above fields are captured correctly.